Manufacturer narrative:
Evaluation, results: none (no device return); no results available since no evaluation performed (no device or cine images received for evaluation); (based on the information available no root cause can be determined). Conclusion: unable to confirm compliant (no device or cine images received for evaluation); (based on the information available no root cause can be determined). (B)(4).

Event description:
It was reported that a physician was attempting to use a pacific xtreme pta balloon catheter to treat a lesion in the distal left sfa reported to exhibit moderate calcification, and little tortuosity. The device was removed from the packaging, and prepped as per IFU with no issues noted. It was reported that the balloon burst at 10atms on the second inflation. The balloon failed to inflate due to the burst; however, it also failed to deflate after attempting to remove the balloon. The device would not deflate at the lesion site. It was reported that the device passed through a previously deployed stent. No patient injury or clinical sequelae were reported for this event.